Event description:
A trunnion failure was reported, head disassociated.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.